Event description:
Reportedly, the atrial impedance is sometimes low and the atrial egm presents with atrial oversesning.

Manufacturer narrative:
Summary of the investigation: the data from several follow-ups were provided. Atrial impedance measurements from data from 16 may 2025 and 2 june 2025 were investigated. Since beginning of february 2025, the atrial lead impedance trend presents more than 10 low atrial impedance values. On 24 may 2025 and on 25 may 2025, the device detected two low values of atrial impedance (< 200 ohms) among the last 4 measurements triggering the lps switch (as programmed) from ddd to vvi, as per specifications. The origin of these abnormal electrical events (noisy atrial signals and abnormal atrial impedance values) is unknown. It is most probably located at lead level but cannot be confirmed with available data. The most plausible hypothesis for what has been observed is a lead integrity issue (most probably a beginning lead insulation breach). A careful monitoring of the atrial lead integrity should be performed to ensure adequate sensing and pacing functionality (refer to the recommendations below). The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, the atrial impedance is sometimes low and the atrial egm presents with atrial oversesning.

Manufacturer narrative:
The review of the quality documents indicated that the lead met all the requirements of the specifications during inspections. The data from several follow-ups were provided. Atrial impedance measurements from data from 16 may 2025 and 2 june 2025 were investigated. Since beginning of february 2025, the atrial lead impedance trend presents more than 10 low atrial impedance values. On 24 may 2025 and on 25 may 2025, the device detected two low values of atrial impedance (< 200 ohms) among the last 4 measurements triggering the lps switch (as programmed) from ddd to vvi, as per specifications. In the data provided on 16 may 2025, some episodes show atrial oversensing. All these findigns could suspect an insulation defect with the atrial lead the full investigation report will be provided in the next MDR follow-up once it will be available.

Event description:
Reportedly, the atrial impedance is sometimes low and the atrial egm presents with atrial oversesning.